Event description:
(B)(6) - pt came in with a migraine. Asked to be given above product. It was primed and placed against the skin. It did not activate, so it was tried two more times. At this point, I pulled it away from the pt and within 3 seconds, it self-actuated, forcefully discharging contents into the air. It did not strike the pt or myself but was between both of us as it was being moved.